Event description:
Balloon would not come back out through the sheath.

Manufacturer narrative:
Conclusion: the complaint investigation has been confirmed. The complaint sample was returned with the balloon catheter inside the sheath. The balloon catheter is bunched up at the distal tip. The sheath was moved up the shaft, the balloon was inflated and deflated with air without difficulty. The balloon catheter was then inflated with water. The balloon filled with water then deflated very slowly. The reported complaint appears to have been caused due to trying to remove the balloon through the sheath before it was completely deflated causing the shaft to stretch. This is believed to be the cause of the complaint since the balloon catheter was inserted through the 5f sheath without difficulty and the bunching of the balloon at the distal tip usually occurs when the balloon is pulled back through the sheath before it is completely deflated. Prior to release the balloons are 100% inspected. During this process, every balloon is inflated, the od of the balloon is measured, and the balloon is submerged in a tub of water to verify that the balloon does not leak. A review of the manufacturing records indicated that all of the device specification and quality requirements were satisfied.